Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.5x18 mm xience sierra stent was implanted with a single inflation of 14 atmospheres for 25 seconds in the mildly calcified, moderately tortuous, proximal left anterior descending coronary artery. After negative pressure was held for eight seconds to fully deflate the sds (stent delivery system) balloon, the sds was retracted, but resistance was met. It was difficult to remove the sds and resulted in the guide catheter losing its position in the vessel. The sds was successfully removed and the sds balloon was fully deflated upon removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficulty to remove was not confirmed due to the condition of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.